Manufacturer narrative:
(B)(4). Report source: foreign: italy. Multiple MDR reports were filed for this event, please see associated report mdr328403. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was explanted due to metallosis indentation of the femoral stem at the base of the neck due to conflict with the cup excessively antiverse. No additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed a review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.